Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was going to be used in a stenting procedure. According to the complainant, while unpacking the stent, the pig tail of the device (renal pelvis side) was torn. The procedure was completed using a second percuflex plus ureteral stent. The pt was reported to be in "good" condition at the conclusion of the procedure. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).